Event description:
It was reported that a patient presented in the emergency room after experiencing syncope episodes. Upon interrogation, it was noted that the patient's right ventricular lead had intermittent capture. The ventricular threshold was not being appropriately measured if autocapture was turned-on. The patient's pulse generator was reprogrammed to address the issue. Upon x-ray review, it was found that the threshold variation was due to a fractured header on the lead. On (B)(6) 2017, the lead was capped and replaced. There were no patient complications from surgery.